Manufacturer narrative:
Correction to field h6: patient codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Cakiroglu b., acar ic., uyanik bs. (2020). Outcomes of rezum water vapor therapy for benign prostate obstruction with I-year follow-up: largest real-world data from turkey. Central european journal of urology, 78, 144-150. Doi: 10.5173/ceju.2024.0224. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via an article published on central european journal of urology that a retrospectively study was conducted to assess safety and efficacy of rezum. Between january 1,2022 and december 31,2022, 71 patients were enrolled in the study. After catheter removal, all patients were administered alpha-blockers for approximately one month, and antiplatelet therapies were continued. For one week postoperatively, patients were provided with antibiotics and anti-infiammatory therapy. Patients were reevaluated at 3 months and 12 months during follow-up assessments. The patients median age was 62.1 years for the 71 patients. Among these, 52 had prostate volume less or equal than 80 ml, an 13 had volumes greater than 80 ml. The average operative time was 15.6 minutes. General anesthesia was utilized in 55 of the procedures, while the other 16 were performed under intravenous sedation. Patients were discharged on the same day as the procedure with an average catheter duration of 4.8 days. Five patients experienced initial catheter removal failure; catheter were removed after one week for two patients and, for the other three catheters were removed after ten days; all patients achieve spontaneous urination following catheter removal. Patient complications included: dysuria reported in 10 patients, with 8 resolving by 6 weeks post operation, the remaining 2 patients experienced persistent dysuria for up to three months. Also, 4 patients reported urgency, all of whom experienced symptom resolution within the first two weeks post-treatment. There were 7 cases of hematuria, resolving spontaneously within the first week without additional intervention. In addition, 5 patients developed urinary tract infections (utis) with escherichia coli identified as the causative organism in all cases, these infections were affectively managed with outpatient antibiotic therapy. And two patients experienced retrograde ejaculation or reduced ejaculation volume. Additionally. The retreatment rate was 2.1%; two patients required tur-p (transurethral resection of the prostate) due to persistently elevated residual urine volumes and impaired voiding.

Manufacturer narrative:
Cakiroglu b., acar ic., uyanik bs. (2020). Outcomes of rezum water vapor therapy for benign prostate obstruction with I-year follow-up: largest real-world data from turkey. Central european journal of urology, 78, 144-150. Doi: 10.5173/ceju.2024.0224. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via an article published on central european journal of urology that a retrospectively study was conducted to assess safety and efficacy of rezum. Between january 1,2022 and december 31,2022, 71 patients were enrolled in the study. After catheter removal, all patients were administered alpha-blockers for approximately one month, and antiplatelet therapies were continued. For one week postoperatively, patients were provided with antibiotics and anti-infiammatory therapy. Patients were reevaluated at 3 months and 12 months during follow-up assessments. The patients median age was 62.1 years for the 71 patients. Among these, 52 had prostate volume less or equal than 80 ml, an 13 had volumes greater than 80 ml. The average operative time was 15.6 minutes. General anesthesia was utilized in 55 of the procedures, while the other 16 were performed under intravenous sedation. Patients were discharged on the same day as the procedure with an average catheter duration of 4.8 days. Five patients experienced initial catheter removal failure; catheter were removed after one week for two patients and, for the other three catheters were removed after ten days; all patients achieve spontaneous urination following catheter removal. Patient complications included: dysuria reported in 10 patients, with 8 resolving by 6 weeks post operation, the remaining 2 patients experienced persistent dysuria for up to three months. Also, 4 patients reported urgency, all of whom experienced symptom resolution within the first two weeks post-treatment. There were 7 cases of hematuria, resolving spontaneously within the first week without additional intervention. In addition, 5 patients developed urinary tract infections (utis) with escherichia coli identified as the causative organism in all cases, these infections were affectively managed with outpatient antibiotic therapy. And two patients experienced retrograde ejaculation or reduced ejaculation volume. Additionally. The retreatment rate was 2.1%; two patients required tur-p (transurethral resection of the prostate) due to persistently elevated residual urine volumes and impaired voiding.